Event description:
It was reported that the "machine was beeping" during the adverse event, however, it is unknown what the cgm was displaying while the patient was passed out. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6) 2024, the patient reported they gave themselves insulin based on the cgm reading that was high (no value provided and it was reported that a finger stick reading was not taken during this time). He stated that "it was hitting him too hard, too fast, it knocked him out". His wife called paramedics. She tried giving him sugar to get his sugar back up. Although it was reported that the patient passed out, it was also reported that while the patient was sleeping, the wife heard the "machine beeping" which prompted her to check on the patient but he would not wake up. When paramedics arrived, they checked a finger stick reading and it was 20 mg/dl while the cgm was displaying 50 mg/dl. They treated the patient with fast-acting glucose IV for about an hour. After treatment, the patient recovered. Additionally, it was reported that the patient also took levemir (long-acting up to 24 hours in duration), which is supposed to give him a little insulin every hour. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator during the time the patient treated themselves with insulin. The reported glucose values fall within the b zone of the parkes error grid when paramedics arrived. No additional patient or event information is available.